Event description:
The customer reported the alarm has no power even when the batteries were replaced with new ones. The battery door is not missing or damaged and closes properly. There is no signs of battery leakage or corrosion and no visible damage to the outside of the alarm. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Eval results: eval of the returned product found the alarm powers on indicated by the green led light blinking but there is no sound coming from the unit. There are no external damages to the unit. (B)(4).